Manufacturer narrative:
Product event summary: the pump and two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controllers revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files associated with con400562 revealed a controller power up event on 29-mar-2019 at 11:34:24, followed by a vad stopped alarm at 11:35:14 indicating that the motor failed to restart on multiple attempts. The controller was without power for 21 seconds. Review of the controller log files associated with con400930 revealed a vad stopped alarm was logged at 11:51:20 indicating that the motor failed to restart on multiple attempts, which was followed by several more vad stopped and vad disconnect alarms. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: serial or lot#: (B)(4); device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 4310, 4315; serial or lot#: (B)(4); device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 43110. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional laboratory data and relevant history; history updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and two controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the vad (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvature and front preload measurement were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed no evidence of thrombus within the pump. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Log file analysis associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2019 at 11:34:24, indicating a loss of power to the controller. The data point prior to the loss of p ower revealed that (B)(6) was connected to power port one with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two with 29% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 21 seconds. No anomalies were recorded leading up to the loss of power. A vad stopped alarm was then logged at 11:35:14, due to the failure of the pump to restart after multiple attempts. A vad disconnect alarm was logged at 11:44:08 indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2019 at 11:48:45. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2019. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. A vad disconnect alarm was logged on (B)(6) 2019 at 11:48:49, likely due to the controller being powered on without the driveline connected. A vad stopped alarm was logged at 11:51:20 due to a failure of the pump to restart after multiple attempts. This was followed by an additional controller power-up without a successful pump start event, two vad stopped alarms due to a failure of the pump to restart after multiple attempts, and two vad disconnect alarms indicating a physical disconnection of the driveline from the controller likely due to troubleshooting. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the additional controller power-up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnections of the driveline from the controller during the troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) is in scope of fca cvg-21-q3-21, which was initiated for pumps with failure to restart. CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, the vad (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F1user facility f2 uf/importer report number 3601800000-2019-8044 f3 user facility name/address (B)(6) clinic (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6),f6 date user facility became aware of event: unknown f7 type of report: initial f8 date of this report: jul-2019 f9 approximate age of device: 5 months f10 event problem codes: n/a f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes, aug-2019 f14 manufacturer name and address MFR name: heartware, inc. Addl: (B)(6) : (B)(6) state: (B)(6) zip: (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420 /catalog #: 1420/expiration date: 31-jul-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 09-apr-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jul-2018. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420/catalog #: 1420/expiration date: 31-jul-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 09-apr-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jul-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a ventricular assist device (vad) stop alarm on the controller. The patient then exchanged the controller successfully but still received a vad stop alarm on the new controller. It was noted that the pump was not working and was off. The patient was subsequently hospitalized. The vad and both controllers were exchanged. No patient complications have been reported as a result of this event.